Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. Patient experienced confusion and cognitive impairment due to inaccurate values. At the time of the event, the cgm displayed 5.8mmol/l and the blood glucose meter displayed 2.1mmol/l. It was reported that the patient treated herself with a glucagon injection. No additional patient or event information was reported. It was reported that the sensor was inserted into an alternate insertion site. The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
Patient reported bg value of 3.1 mmol/l.